Event description:
Customer reports that when attempting to release sensor from serter, the needle housing snapped off causing sensor to not be able to be used. Customer's blood glucose was 110 mg/dl. Customer was advised that serter and sensors would be replaced. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.